Event description:
The hcp reports a patient having intermittent spasticity at night 5 out of 7 days a week for the past month. The patient's pump was filled last week and there was no volume discrepancy. Troubleshooting options are being considered including magnetic interference or positional kinking of the catheter. No dye studies or other diagnostic tests were reported. The drug used in the pump is baclofen (unknown dose and concentration). Additional information has been requested, but was not available on the date of this report.